Event description:
It was reported that this lead was subjected to a revision procedure due to unknown reasons. There is no information regarding the lead current status or model/serial number. Additional information was requested. No additional adverse patient effects were reported. Boston scientific has made three attempts to obtain additional information regarding this event, however, no response was received.